Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as 10 ml of diluent leaking from the front of the instrument onto the counter. There were no instrument generated error messages in conjunction with the leak. The customer was running the instrument startup process with the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There were no patient results affected and there were no erroneous results reported out of the laboratory. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the red blood cell (rbc) bath was overflowing. He inspected it and noticed it was draining slowly. He traced the drain line and found a plug near pinch valve (lv14). The tubing was removed and flushed and all valves were tested. The lines were bleached and the instrument was put in shutdown. The instrument ran without leaks and all repairs were verified per established procedures. (B)(4).